Event description:
It was reported that the beam alignment on the 9800 system is out of specifications. This was found during a pm inspection. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Completed a beam alignment. The system was tested and found to be working as intended and placed back into service.